Event description:
Information received confirms this issue was discovered outside of patient use. It has been reported that the device is failing self-test. The user is reporting the device completed analysis and a shock was not delivered, then the device started beeping. The patient outcome is unknown.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The user is reporting the device completed analysis and a shock was not delivered, then the device started beeping. The patient outcome is unknown.